Event description:
This lead was explanted due to oversensing.

Event description:
This lead was explanted due to oversensing.

Manufacturer narrative:
A response from the manufacturer is pending. (B) (4): since the lead was not returned, the device history records were reviewed. The records did not reveal any abnormalities. No final conclusion can be drawn.(B) (4): lead was not returned.

Manufacturer narrative:
A response from the manufacturer is pending. Lead was not returned.